Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Review of the complaint history determined the event is likely related to a product design issue. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 3006946279-2017-00272.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 06946279 - 2017 - 00271. Report source- foreign. The event occurred in (b)(46 . PMA 510(k): - the product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Still implanted.

Event description:
It was reported the inner sterile packaging was compromised, allowing the cement contents to leak out. The product was used. No further information is available at this time.